Manufacturer narrative:
Additional information: h3, h6. H10: the device was received for evaluation. A visual inspection with naked eye noted a uv titanium spike separated from the mainbody. The reported condition was verified. The cause of the condition was due to insufficient bonding during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of the titanium transfer set separated from the flow control barrel. This occurred during use of peritoneal dialysis therapy. The transfer set had been in use for seven days. There was no patient injury or medical intervention associated with this event. No additional information is available.